Event description:
Mother reported the insulin delivery of the infusion device is too low and this has resulted in hyperglycemia since (B)(6) 2012. Pt's blood glucose was 164 mg/dl on (B)(6) 2012 at 8:00 a.m., and she ate 4 be and delivered 7.5 units of insulin via the infusion device. Blood glucose was 540 mg/dl at 11:30 a.m., and she delivered 11 units of insulin via the infusion device. She replaced the infusion set and found no air bubbles in the system, and her blood glucose was 441 mg/dl at 12:45 p.m. The cartridge and infusion set are used per specifications. Her normal blood glucose level is 100 mg/dl during the day and 120 mg/dl at night. The infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.